Event description:
The complaint was reported as: the tube was occluded by a piece of foreign material. The reported defect was discovered prior to use on a patient. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. A device history record (DHR) review could not be conducted since the reported lot number does not correspond to the product being reported by the customer. The customer confirms that catalog number 1115 is the correct number.